Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep called while meeting with pt who reiterated the unexpected stimulation after turning stim off and leaving her house, as well as the intermittent buzzing sensations over the ins site. Pt reports that the buzzing sensation seems to be more prominent when stimulation is on, does not appear positional, and resolves on its own fairly quickly. Pt again denied any trauma to the area. Rep reports that they created some new programming for the pt to see if this changes any symptoms, and that all connectivity and impedances values were normal. Pt reports this has been happening off and on for over a year, and that stimulation is not relieving their symptoms much and they are planning to discuss ins removal with hcp. In the meantime, rep has compiled data report and will respond via email with the file so that it can be forwarded to engineering for analysis. Rep is checking w/ pt on oct 6 to see if new programming helped issue. Rep will also check on any recent imaging done of lead to see if there's been any lead movement over time. Technical service specialist (tss) registered cp app session report be sent in. Per rep, pt uses stim mainly at night. As already mentioned, pt will feel stim with stim off during day so pt will connect to their controller, turn stim on and then turn stim back off right away and then sensation will go away. Pt has had multiple reprogramming but this hasn't resolved this issue. Tss also reviewed that having an emg won't affect pt's scs system or therapy though pt indicates the events of feeling stim with stim off became more frequent after having an emg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that for about a week and a half they have been feeling a buzzing sensation when the controller says stimulation is off and when they are miles away from it. Caller stated that they will leave the controller at home and go somewhere else and still feel the buzzing sensation. Caller added that they have left the stimulation off for days and it still happens. Caller noted that it feels like stimulation is still on for a while but eventually it goes away. Caller noted they mostly feel it if they bend or arch their back. Caller noted they've had a stimulator for 10 years and never felt anything like this. Caller denied any recent falls or injuries. Agent had caller connect the controller to the implant. Caller confirmed stimulation was off and the implant battery was at 40%. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that they still feel stimulation jolt after stimulation was turned off. Pt also asked how to change date/time. Pss reviewed where to find date/time in menu, reviewed role of rep and sent email to field team in pt's area.